Event description:
It was reported that the patient recently underwent device programming at their healthcare provider's office, where their therapy was changed from group b to group a. The patient was informed that they could switch back to group b if needed. However, the caller stated that group b was no longer visible in the menu when attempting to switch back, with only group a and a group titled "sensing" appearing. The caller mentioned they had taken a photo of the available groups during the programming session, which showed groups a, b, and c at that time. The patient was redirected to their managing healthcare provider to address the missing group b in the menu. The patient later called back and reported contacting their healthcare provider's office but had not yet received a response. The patient expressed hope for a callback as they were experiencing memory loss. Patient services reiterated the need to follow up with their healthcare provider for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.